Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the device would run in forward even if the safety was activated. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was not received, so no evaluation could be performed.